Manufacturer narrative:
The reported complaint was not confirmed. The device was sent to the service department to be brought to manufacturers specifications before being released for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message on the sucker roller pump: "service pump". The perfusionist (ccp) tried to reboot twice and she still got the same error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) while talking with the manufacturer technical support, it was determined the roller pump needed to be returned for further evaluation. The perfusionist earlier swapped out the suspect roller pump with a roller pump (serial number (B)(4)) from another system but did not assign it to the sucker position. The fsr assigned the roller pump to the perfusion system base and completed testing. The fsr ordered a loaner roller pump for overnight delivery to replace the other roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The fsr returned and installed loaner roller pump (serial number (B)(4)) to the sucker position, assigned to the perfusion system base and completed testing. The fsr returned the other roller pump (serial number (B)(4)) back to the other system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported complaint. All tests were conducted using the roller pump¿s returned power cable. Extensive testing including over 6 million rotations were added to the pump during testing, which included temperature and humidity variations.